Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male pt, the device displayed a "defib fault 108" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.